Event description:
It was reported that the patient reported after removing the disconnect cover from the extended infusion set and before pressing the release buttons the infusion set spring mechanism released the set making it unusable. No further information is available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.